Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. The lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the product and lens surface. Visual inspection found the ptic and haptic torn and the haptic bent. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
A 13.2mm vticm5_13.2 implantable collamer lens, -11.0/+1.5/100 (sphere/cylinder/axis) was returned damaged with no additional information provided. Attempts to obtain additional information have not been successful.